Manufacturer narrative:
Zimvie complaint number (B)(4). D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported by clinician that general dentist was unable to remove healing abutment from site 10. Patient was brought into their office. Implant came out with healing abutment still attached. Clinician bent hex when attempting to separate, took pliers to implant and healing abutment but did not move. Almost as it was locked together. No implant to patient, will return for new implant. Used collatape and gel foam along with allogenic/alloplastic bone and xenograft.

Manufacturer narrative:
Zimvie received one (1) hc345, (heal collar 3.5x4.5, 5mm) for evaluation. Visual evaluation and a functional test were performed, the healing collar wouldn¿t disengage from the implant. DHR review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the hc345 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental: functional: does not disengage/release¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00057-haz, the most likely root cause determined from the investigation was the torque applied during placement/seating exceeded recommended value. Therefore, based on the available information, a device malfunction did occur. The healing collar wouldn¿t disengage from the implant. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.